Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced rising purge pressure. There were concerns of biomaterial ingestion. The team explanted and replaced the pump. The patients outcome is stable.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was returned for evaluation. The pump was returned for investigation. Biomaterial was observed on the impeller and in the purge gap. The pump was started for priming, and high purge pressure was seen initially, which gradually resolved after pump start. At the case start, data log shows a gradual rise in purge pressure around 800 mmhg, followed by a small motor current spike, which caused the purge pressure to rise further until the high purge pressure alarm occurred. The cause of the high purge pressure issue was biomaterial ingestion, based on data log review and returned product investigation. Thrombus failure mode was added as an investigated failure mode based on the returned product investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.